Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a cardiac stent procedure, which was delayed. The patient was not present when the reboot was required. However, there have been no reports of patient or user injury. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files did not show any related malfunctions. The customer rebooted the system two times, after which the system was working fine. The system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray image did not show up onto the flexvision monitor. The system was in clinical use. No user or patient harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.